Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that it was unknown what troubleshooting or actions interventions related to not hearing the alarm and the premature eri. The cause was ¿rapid depleting battery¿. To this reporters knowledge the issue was not resolved and the last the reporter heard they were in the process of referring the patient for a replacement.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2000mcg/ml at 544.9mcg/day via an implantable pump. The indications for use were intractable spasticity and spinal cord injury/spinal cord disease. It was reported the pump was alarming. The alarm was not heard but confirmed by telemetry. The alarm was eri (elective replacement indicator).per the reporter at the refill on (B)(6) 2016 showed 15 months unit eri (elective replacement indicator) and the day of the report it showed eri (elective replacement indicator) occurred on (B)(6) 2016 and replace by (B)(6) 2017. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.